Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with strata¿. Device remains implanted.

Event description:
The patient was initially implanted with a bifurcated stent graft, and a suprarenal stent graft extension to treat an abdominal aortic aneurysm (aaa). Approximately 8 years post initial procedure, patient presented with abdominal pain. A computed tomography angiogram identified a type iiib endoleak. The physician elected to do a full reline with another bifurcated stent graft and an infrarenal stent graft. This event was reported under MFR# 2031527-2020-00019. Reportedly, during this re-intervention the physician noted that patient had been implanted with non-endologix devices (zenith cuff and gore excluder) 6 months prior. Physician was not sure what they tried to repair and patient could not remember.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. At the completion of the clinical assessment, the additional endovascular procedure event is unconfirmed due to a lack of relevant medical records or imaging. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was not reported. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with strata.¿ corrections: h6: result remove code 3221. H6: conclusion remove code 11.